Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion. This report is number 3 of 4 mdrs filed for the same event (reference 3005739886-2016-00064 / 00067). Evaulation in process, not yet complete.

Event description:
During a procedure performed on (B)(6) 2016, upon attempted insertion of both 7.5mm & 8.5mm reform pedicle screws, the tips of two reform driver with mechanical lock (hxx-39-0001) and two reform polyaxial drivers (39-sp-0700) broke. The tips were easily removed from the screws and the procedure completed using an alternate driver that was readily available.

Manufacturer narrative:
Investigation of 39-sp-0700 concluded that the failure mode appears to be a ductile shear failure of the t20 tip. No additional corrective actions are being recommended at this time since actions taken per CAPA apply. Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique. Review of manufacturing history record found 30 pieces released for distribution on 6/11/2015 with no deviation or anomalies. This lot was manufactured to revision f of the 39-sp-0700 assembly drawing.